Event description:
The pt had an urgent cardiac catheterization with primary diagnosis of stenosis in major vessel. During the procedure, an echelon catheter was advanced distal to the lesion. As the echelon catheter was being removed from the vessel, resistance was met and the distal radio-opaque tip of the catheter-approx 1mm-fractured and remained in the vessel. Another attempt to open the vessel was unsuccessful and a decision was made to terminate the procedure. The pt remained asymptomatic with timi-iii flow to the vessel.